Event description:
It was reported the physician was performing a coil embolization on two aneurysms in the right and left internal carotid arteries (ica). The physician reported having experienced friction while trying to deploy the coil into the left ica. The coil was advanced and retracted in the aneurysm several times and resistance was felt. The physician attempted to retract the coil slowly, but the coil stretched. The coil was successfully retrieved with the use of a snare and the procedure was completed with a similar device. The patient is reported to be fine.